Manufacturer narrative:
Additional information received has revealed that the physician felt resistance during advancement of the coil; therefore, the coil was pulled back without clinical consequences to the patient. The manufacturer has reviewed all information and determined this event no longer meets the requirements of the reportable event for the device in question.

Event description:
It was reported that after implanting the coil, the physician decided to explant it (unknown removal technique) for unknown specified reason. There was no reported clinical consequence to the patient. No additional information is available.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that after implanting the coil, the physician decided to explant it (unknown removal technique) for unknown specified reason. There was no reported clinical consequence to the patient. No additional information is available.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Based on the result of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Review and analysis of all available information and because the product was not returned, the cause for the reported event cannot be determined.

Event description:
It was reported that after implanting the coil, the physician decided to explant it (unknown removal technique) for unknown specified reason. There was no reported clinical consequence to the patient. No additional information is available.